Event description:
During an orif distal fibula fracture and medial malleolus fracture procedure, while tightening the clamp to the ex-fix, the combination t-wrench broke where the t-handle is attached to the shaft. The surgeon used a combination wrench to finish tightening the ex-fix clamp and one of the jaw tips of the opened end of the wrench broke off. The fragment did not break into the wound. This was confirmed by x-rays. The surgeon then used a 3.5m hex drive to complete the tightening on the clamp. No harm was reported to the patient. The patient is reportedly recovering well. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Product development engineer evaluated the devices and the report indicates that the combination wrench (321.158) is a standard design used for combination wrenches with one open end. The material, 17-4 stainless steel, is a common material used to manufacture instruments, including wrenches. The 392.969 is a combination t-wrench. The shaft is made from 440a stainless steel while the handle is made from 17-4 stainless, both common materials used to manufacture instruments. The design uses a locational transition fit, secured with a cross pin, to hold the handle and shaft together. This is a well accepted design for this type of instrument. Given the relatively low rate of occurrence, the standard elements used in the design of the wrenches, it is unlikely that the design was a significant contributor to this product complaint. The risk analysis for the medium ex-fix was reviewed. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Device was used for treatment. Device is an instrument and is not implanted/explanted. Visual inspections noted the t-handle is completely broken in half and removed from the shaft. The instruments conformed to dimensional specifications at the time of manufacturing and passed incoming inspection at synthes. The unit returned for the complaint met material and hardness requirements. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint.